Event description:
It was reported the device was suspected of "depleting faster than it should" indicating possible premature battery depletion. It was further reported that the device was explanted and replaced due to normal battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data from the device showed the device was pre/approaching eri (elective replacement indicator) and recorded a battery voltage of 2.85v approximately 38 months after implant.

Event description:
It was reported the device was suspected of "depleting faster than it should" indicating possible premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device showed the device was pre/approaching eri (elective replacement indicator) and recorded a battery voltage of 2.85v approximately 38 months after implant. The device was returned and the analysis found : normal depletion - meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device showed the device was pre/approaching eri (elective replacement indicator) and recorded a battery voltage of 2.85v approximately 38 months after implant. The device was returned and the analysis found : normal depletion - meets expected longevity.